Manufacturer narrative:
Product analysis : as found condition: the axium prime device was returned for analysis within a shipping box; within an opened axium prime outer carton; and within an opened axium prime inner pouch. The dispenser coil and introducer sheath were also returned. Visual inspection/damage location details: no damages or irregularities were found with the dispenser coil. The introducer sheath was found within the dispenser coil (figure e). The axium prime pusher was found bent/kinked between ~158.0cm and ~163.0cm from the proximal end (figure f). No damages or irregularities were found with the implant coil. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil's sheath remained inside the ring (dispenser coil)¿ was confirmed. The introducer sheath was found within the dispenser coil. It is likely that the coil was retracted out of the dispenser coil with the introducer sheath remaining within the dispenser coil due to resistance. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when healthcare provider (hcp) tried to take the coil out of the ring, the coil came out alone and coil's sheath remained inside the ring. The hole coil separated, and sheath remains inside the coils ring. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, ruptured internal carotid artery (ica) aneurysm with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a raabe sheath, sofia dac guide catheter, tracxcess 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the separation was not determined. There were no detachment attempts. There was no kink/damaged observed on the pushwire.